Event description:
Notice was received from patient¿s attorney stating that patient had sustained unspecified personal injuries in 2004 from two charite artificial discs. The following mfg. Medwatch reports are being submitted for the two charite artificial discs: 1526439-2014-11734 1526439-2014-11735

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.